Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, a piece of cable was sticking out from the wrist of the 8mm fenestrated bipolar forceps instrument cable that articulates it snapped. The procedure was completing as planned with no reported injury.